Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the haswell host pc was unable to boot. During troubleshooting, it was found that the motherboard had no power supply, indicating an issue with the haswell host pc switch power supply module. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction, which was caused by the malfunctioning of the power supply. Following the replacement of the allura haswell monoplane host pc no hdd and redone the relevant settings, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.